Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the hemodynamic monitoring process for an adult patient, the pressure monitoring set was noted to be leaking blood. The nurse was alerted immediately by the monitor alarm and attended to the patient. The nurse noticed a blood stain on the patient's drape when entering the room. The patient was conscious and relaxed. The event was not considered life threatening. Only 1ml of blood was lost. Additional blood was not administered. The pressure monitoring set was replaced by the nurse.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record and complaint database could not be performed since the lot number was not provided.